Manufacturer narrative:
(B)(4). The unit has been received for evaluation however the evaluation has not been completed. Upon receipt of the results of the investigation a follow-up report will be submitted.

Event description:
The customer stated that while setting up the 3100b they silenced the audible low pressure alarm, but after the 45 second wait time the alarm did not re-activate. The alarm silence button remained active and would not de-latch unless the vent was turned off then back on again. There was no patient involvement

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty alarm board and was able to reproduce the reported event and isolate it to a leaking capacitor, causing the voltage to not reach the required specifications.